Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously elevated calcium (ca) results obtained on two patient samples on a dimension vista 1500 intelligent lab system. Calibration and quality control (qc) recovered acceptably. Siemens reviewed the instrument data files and the information provided by the customer and found kin check errors suggesting mixing problems. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the system and ran service methods. The reagent 1 (r1) mixer was out of range and the cse replaced the r1 mixer and ran alignments, bottom of cuvette correction (bocc), and auto check, which passed. The cse then reset the system and reran the service methods; the mixers and alignments were acceptable. The cse ran qc, which passed. Based on the available information, siemens determined that the cause of the erroneously elevated ca results is consistent with reagent mixing issues. The customer is operational. The instrument is performing according to the specifications. No further evaluation is required.

Event description:
The customer reported that they obtained erroneously elevated calcium (ca) results on two patient samples on a dimension vista 1500 system. The erroneous results were not reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 system. The repeat results recovered lower, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated ca results.